Event description:
The customer report that holder fall off from the blood collect set.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.